Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
(B)(4). Initial notes: cust sts that when he noticed it his bg was about 150. Inquired what led up to the complaint. Customer response: cust sts that his pump is draining his battery really fast. Cust sts that he inserted the battery yesterday and its already on yellow. Low/short battery lifetime t/s per (B)(4). Last battery change was yesterday around noon . Type of battery in use: duracell . Checked alarm hx for replace battery, replace battery now or power error detected. Found: rplc battery within 30 mins . Yesterday cust had a green battery and then received a low battery alarm. Customer's outcome pertaining to the complaint: went over to rplc battery t/s. Ship: nothing / return: nothing. Inquired what led up to the complaint. Customer response: came from low battery/ short lifespan of battery t/s. Replace battery alert/replace battery now alarm t/s per (B)(4). Patient's bg at time of incident: unknown mg/dl. Expl alarm and possible causes. Customer states the type of battery in use is duracell. Reviewed alarm history. Customer received a low battery alert prior to the replace battery alert or replace battery now alarm. Question - was it less than 8 hours from the low battery alert to the replace battery alert or replace battery now alarm? Response: one hour apart . Customer uses the suspend before low or suspend on low cgm feature with minimed 630g/640g/670g. Adv the pump requires brand new or fully charge batteries to work effectively. Customer states the battery was not previously used. Customer states the battery cap loose. Gold part is loose but re aligned it every time he changes the battery. Adv we will send a replacement battery cap. Adv to monitor the pump and call if problems persist. Customer's outcome pertaining to the complaint: avd cust that we would go ahead and rplc the battery cap out. Avd cust due to damage it could be sliding cuz the battery to loose the life of it. Avd cust to monitor and if nothing changes give us a call back. Ship: acc-1527 / return: nothing.